Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The investigation confirmed that an 0x68 occlusion alarm had been generated by the pod. Timeouts were observed in the download data towards the end of the pod's run. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, resulting in fluid leaking inside the device and corrosion on the bottom battery and on the pcb. Due to the tear in the soft cannula, fluid was unable to flow through the complete fluid path. The exact cause of the occlusion alarm could not be determined.

Event description:
It was reported the patients blood glucose level rose to 440 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient removed the pod.